Manufacturer narrative:
(B)(4). All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the observed cracking occurred after the subject devices were released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that they had three incidents where they found a crack on the connector on the expiratory limbs of three rt265 infant dual heated evaqua2 breathing circuits. One was found on (B)(6) 2015 after five days of use, another was found on (B)(6) 2016 after three days of use and the last one was found on (B)(6) 2016 after 10 days of use. No patient consequence was reported.